Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that the alarm was from the tubing and reservoirs. Customer stated that the no delivery alarm was resolved by a complete set change. Customer stated that she also had a motor error alarm. Customer stated that she had to switch over to a back-up plan. Customer is currently not wearing the insulin pump. Customer stated that her blood glucose was 33 mg/dl when she got the motor error alarm. Customer's blood glucose is 147 mg/dl. Customer stated that they are able to rewind the insulin pump. Customer stated that the motor error alarm occurred during bolus delivery. Customer stated that the pump passed the displacement test and that the motor error alarm did not occur during priming or rewind. Troubleshooting was performed and the pump passed the self test. Customer was advised that the alarm may have been related to a site issue. Customer was advised to do complete set change.